Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that rv lead reprogramming was performed as a result of the event.

Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing on the right ventricular (rv) lead as the lead was double counting every other paced beat. The lead remains in use. No patient complications have been reported as a result of this event.